Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer number: 3006705815-2022-16728. It was reported the patient experienced ineffective stimulation. Diagnostic check was done confirmed one lead had all high impedances. Surgery may occur later.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein one lead was explanted and replaced. It was found during procedure that the lead was fractured. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.